Event description:
She received a blood glucose reading of hi followed by a reading of 143 mg/dl. The difference between these readings falls in the "c" zone of the parkes error grid, making the difference clinically signifianct. The customer did not allege any adverse events due to the readings. The customer did not have any of the strips left that gave the erratic results, so no product will be returned for evaluation.